Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during usage of arctic sun device, also water was leaked. Per follow up information received via mail on 29jul2024, it was reported that the device was under investigation and case completed with different equipment. There was no impact to the patient due to use of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. It was reported that device leaked, but this was not found during evaluation. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed, labeling/packaging review, and DHR review are not required. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during usage of arctic sun device, also water was leaked. Per follow up information received via mail on 29jul2024, it was reported that the device was under investigation and case completed with different equipment. There was no impact to the patient due to use of the device.